Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was found to have damage in the power line, cauterization was not possible. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have the primary failure of conformal coating on the connection pins to be related to the customer reported complaint. The instrument was found to have silicon residue on the connection pins at the proximal end when the housing was removed. The electrical continuity test passed intermittently. The instrument failed intermittently the electrical continuity test. Energy was delivered intermittently. The root cause is attributed to conformal coating on board pin at the proximal end. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.